Event description:
It has been reported to philips that the system could not power up and there was a burning smell. The issue was identified during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. No fire or sparks were observed, only a smoke smell was reported. The philips service engineer (fse) inspected the system onsite and confirmed that the system was not booting. The fse noted the power terminal to have thermal damage. A third party replaced the power terminal. After replacement of the power terminal, the system was returned to use in good working order. The codes were updated based on the investigation outcome.